Event description:
It was reported at 16:14 on (B)(6) 2023, when the r6 bed patient was maintained for the infusion port, it was found that the disposable implantable drug delivery device needle did not have a protective cap, and the new disposable implantable drug delivery device needle was replaced in time to maintain the infusion port for the patient, and the infusion port was used normally. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a missing needle cover is inconclusive because the sample was returned opened. One 20 ga x 0.75 in. Powerloc infusion set without y-site was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned infusion set. The safety mechanism of the device was not engaged. The infusion set was returned opened with its original packaging. No needle cover was returned with the sample. Because the powerloc infusion set was returned opened, the complaint of a missing needle cover is inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported at 16:14 on (B)(6) 2023 when the r6 bed patient was maintained for the infusion port, it was found that the disposable implantable drug delivery device needle did not have a protective cap, and the new disposable implantable drug delivery device needle was replaced in time to maintain the infusion port for the patient, and the infusion port was used normally. No other information was provided.